Event description:
It was reported that during implant a pericardial effusion occurred. The patient's blood pressure dropped for a few moments until an acho was performed. The physician performed and pericardiocentesis. The patient was doing fine.

Manufacturer narrative:
(B)(4).